Event description:
Rptr stated that the stopcock plug came out of the stopcock body. No pt injury or treatment was associated with this event. This issue was reported to medex medical by hosp in foreign country.